Event description:
During a left cervical c2, c3, c4 ablation procedure, a patient burn occurred. A neurotherm grounding pad was placed on the right upper arm. The patient was neither hairy or diaphoretic and no lotion was applied. An arc at the grounding pad was noted near the end of the procedure and it was noted there were wrinkles on the pad. When the grounding pad was removed, a 1x1.5" second degree burn was noted on the arm. The procedure was successfully completed and no immediate treatment of the burn was required.

Manufacturer narrative:
(B)(4). The lot number previously reported was incorrect and remains unknown. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the receiving inspection results was not possible since the lot number was unavailable. Based on the information received, the cause of the reported patient burn could not be conclusively determined. Per the IFU, burns are a known risk during the use of this device.